Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A retainer leg of the anvil was bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a transanal total mesorectal excision procedure, the anvil was found to be difficult to attach to the stapler shaft. The anvil cannot hold securely on the stapler shaft even cover over the orange band so they took out the anvil and tried again but still cannot attach properly. Eventually, they took out the anvil and found that the anvil legs were bent. Finally, they used another stapler to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to the procedure, the anvil was found to be difficult to attach to the stapler shaft. The anvil cannot hold securely on the stapler shaft, even cover over the orange band so they took out the anvil and tried again but still cannot attach properly. Eventually, they took out the anvil and found that the anvil legs were bent. Finally, they used another stapler to complete the procedure. There was no patient involvement.